Manufacturer narrative:
Catalog number: ult12.0-38-25-p-5s-cldm-tong-050399. Concomitant medical products: terumo wire, sungwon yellow sheath, puncture needle, 018 hair wire. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous biliary drainage procedure; an air leak was found at the hub of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was removed and a like device was used to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
After further review of the record, it was determined that it should be noted that this event involved 2 devices from the same lot. B7:asku. Investigation - evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned devices were conducted during the investigation. The customer returned two 12.0fr mac-loc catheters in used condition with no surface damage noted on the devices. Leak tests conducted on the devices confirmed the presence of leakage between the catheter tubing and the connector cap. Tug and twist test revealed that the proximal assemblies were secure, however the catheter tubing was able to freely rotate within the caps, indicating that the flares were not fully compressed. Upon removal of the caps, the suture strings were found wound in the threads with strings spiraled together. The flares appeared lopsided, but due to compression of the flare within the caps and the potential for damage upon removal, it cannot be determined if the flares were manufactured to specifications. Dimensional analysis confirmed that the devices and components were manufactured to the correct specifications and tolerances, however upon examination of the adapter threads, the number showing exceeded what was detailed in manufacturing specifications. Additionally, a document based investigation evaluation was performed. A review of the device history record showed nonconformances within the main (loose foreign matter within the seal and wrinkled seal) and subassembly lots (shaft blockage and wire slips), but all affected devices were identified and scrapped prior to distribution. It should be noted that there are no other complaints associated with lot 8346825. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, the likely root cause was determined to be cause traced to manufacturing (manufacturing deficiency). Defect awareness training has been performed for this particular issue. The appropriate personnel have been notified. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.